Manufacturer narrative:
(B)(4). Lens wasn't implanted, therefore not explanted.all pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) was scratched upon opening the package and it was not loaded into the cartridge. No patient contact reported.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned at the manufacturing site in the original folding carton. Visual inspection at 10x microscope magnification showed residue of ophthalmic viscoelastic (ovd) and loose particles in the optic body compatible with handling of the lens and suggesting the lens was handled/prepared for surgery. No damages in the lens haptics were detected. Multiple scratches were observed on the lens. The customer's reported complaint was verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. The search revealed that no other complaint was received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.